Event description:
The cylinders and pump were removed from the pt, leaving the reservoir in place and a malleable device implanted because it was "not able to inflate or deflate. At revision, device did inflate, would not deflate due to reservoir encapsulation.